Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a manufacturing representative reporting that a patient was experiencing heating at the implantable pulse generator (ipg)site and the leads were heating up. Patient reports seeing a temperature gauge picture on their recharger. It is also noted that the patient was not getting good coverage areas and an impedance check showed that contacts 13, 14 and 15 were out. The device was reprogrammed without using contacts 13-15 and the patient was able to get better coverage. Indication for use is spinal pain and other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 97754 serial(B)(4) product type recharger product ID 39286-65 serial(B)(4) implanted: (B)(6)2015 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-08-24. The rep reported that they had met with the patient on 2017-08-15 and 2017-08-21. The rep reported that they tried all different types of programs. The rep reported that the patient got good coverage of her chronic pain areas but the sensation didn¿t mask the pain. The rep reported that the patient had complex regional pain syndrome and after trying and meeting with the patient multiple times ¿ trying multiple programs ¿ the patient had decided to have the stimulator removed. The rep reported that the removal was tentatively scheduled for (B)(6)2017. The rep reported that it was unable why on impedance check those contacts were out ¿ did reprogramming without using those and there was no change. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was feeling the stimulator over their painful areas, but the stimulation was not masking the pain. The patient started noticing the pain about 3 months ago. The patient used three different groups - a for normal activities, b for more active times, and c for sleep. Groups a and c have adaptive stimulation on. It was noted the patient doesn't adjust their amps often. Impedances were checked and 9, 13, 14, and 15 all had impedances >10,000. C2 was the only program that used all of those contacts. It was stated their was an anode on contact 9. The rep removed it and tried new programs for the patient. The patient will meet with the rep on (B)(6) 2017 to discuss the new programs. The patient mentioned they get some relief and said multiple times they did not want the device removed. No further complications were reported.